Manufacturer narrative:
(B)(4). Batch # unk. Date of event: only event year known: 2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please explain what is meant by, ¿the staples did not hold?¿ what procedure was the skin stapler used in? What was the anatomical location where the stapler was used? Was the stapling done by one or two individuals? Were the skin edges approximated with forceps ahead of the stapler? Was the device fired plastic to plastic? Current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, at d+4 from the intervention, the wound was disunited: the staples did not hold. It was discovered during the re-dressing process. The patient has to be re-sutured.